Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the physician's clinic that there were no product performance issues observed during the last device check, and the ipg is nearing the recommended replacement time (rrt).

Manufacturer narrative:
Concomitant medical products: 4068-52 lead implanted (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable pulse generator (ipg) was unable to be interrogated. The ipg remains in use. No patient complications have been reported as a result of this event.